Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Caller reported active system blood glucose results of 36 mg/dl and 97 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.